Event description:
Customer reported there was a hospitalization for high blood glucose on (B)(6) 2014. Her blood glucose was 385 mg/dl when admitted. She stated she ran out of insulin. She also has a heart condition and bronchitis. Customer was off the insulin pump for three days prior to the hospitalization because she ran out of insulin. She is being released today. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.